Event description:
I got essure place around (B)(6) 2010. Immediately after having it places I was experiencing cramps which I was told would be normal. Ever since its been placed my periods have been completely out of whack. I didn't have a period at all for over 9 months after having the device implanted. I have been hospitalized a few times for "stomach bugs" yet nothing came back through tests. I went from having no periods to too many periods and there were times where I bled for 2+ weeks. I am currently being treated for a hormone imbalance yet my hormones were never tested, instead I was put on birth control. Since I've started the pill, my periods have regulated but the fatigue and body aches have gotten worse. I wish I would have been warned about the side effects. Please get this device off the market!